Event description:
Did hyaluron pen lip filler on (B)(6) 2023 in a house, two months later, in (B)(6) 2023, my lips started to swell, very huge, product migration and multiple abscess. Doctor treated me with corticosteroids for 3 weeks and 1 week of antibiotics. Brand used: elasty g plus.